Event description:
The customer reported that a specific pump was bumped, disconnected, and stop working. This bump and subsequent disconnect occured several times in a 12 hour shift by people walking by in a busy ICU. The customer attributed this event to a channel disconnect secondary to iui contamination and/or damage. There was no delay in medication administration and no report of patient harm.

Manufacturer narrative:
Correction on initial report: initial reporter.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.